Event description:
Spontaneous: patient reports no disposable error on her cadd legacy pump and the pump will not run. She switched to her back up pump and got the same alarm. Patient advised it is most likely the cassette causing issue not pump. Patient instructed to mix a new cassette and try that on pump. Pump is working fine with new cassette. She did not have lot number for cassette. Cassette is not available for return. No interruption in therapy. No other information or dates known at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we [MFR] replace cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, resolved?, ongoing?. Reported to (B)(6) by: patient/caregiver.